Event description:
An olympus representative reported on behalf of the customer that the endoeye flex deflectable videoscope image disappears when the up angle is activated and there was an image noise when the down left angulation was activated. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation found a disconnection / short-circuit of the image sensor cable. Additional findings were as follows: damage on the charge-coupled device unit, a noisy image that occurs during angulation in the (up/down directions), the bending section cover has a scratch, the adhesive on bending section cover has a chip, and the lock engagement lever has a crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, it is likely that, the reported issue regarding ¿no image¿ occurred due to the damage of image sensor unit (disconnection) or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling, and the reported issue regarding ¿image noise¿ occurred due to the damage of image sensor unit(disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The root cause could not be identified. In order to prevent the recurrence of the event, please read the IFU and handle it according to the IFU. This issue is addressed in the instructions for use (IFU): ¿confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor the field performance of this device.